Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd luer-lok¿ syringe with attached needle had leakage issues. The following information was provided by the initial reporter: "...the fluid of an anticancer agent leaked from the stopcock connector...".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd luer-lok¿ syringe with attached needle had leakage issues. The following information was provided by the initial reporter: "...the fluid of an anticancer agent leaked from the stopcock connector...".

Event description:
It was reported bd luer-lok¿ syringe with attached needle had leakage issues. The following information was provided by the initial reporter: "...the fluid of an anticancer agent leaked from the stopcock connector..."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 2/15/2022. H6: investigation: our quality engineer inspected the sample submitted for evaluation. The reported issue was confirmed upon inspection and testing of the sample. The sample underwent our internal leakage testing and during the testing the sample showed leakage. Visual examination of the sample showed cracks on the housing. The cracks found are like those formed when the product is used with a lubrication solution or an infusion with a high ph value. The most probable root cause of the leakage is that solutions were used that release internal stresses within the product. As a lot number is unknown for this incident, a device history record review cannot be completed.